Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent air bubbles were observed within the the infusion set cannula. Customer performed a supply change to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.